Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent proxi thrombectomy system. The thrombectomy system was inserted in to the ultra console for functional testing. The catheter was successfully read the device ¿solent proxi ¿. The catheter was successfully primed and pumped. No irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported loss of aspiration occurred. The occluded target lesion was located in the right femoral artery. The physician selected a angiojet solent omni thrombectomy catheter for use. After approximately half of the thrombus was aspirated, the pump stopped working, which would cause aspiration to stop. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported loss of aspiration occurred. The occluded target lesion was located in the right femoral artery. The physician selected a angiojet® solent¿ omni thrombectomy catheter for use. After approximately half of the thrombus was aspirated, the pump stopped working, which would cause aspiration to stop. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.